Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. One week after onset, the patient was hospitalized for the peritonitis and another indication. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics, intraperitoneally (doses, frequencies, and routes were not reported). On an unreported date, dianeal/extraneal therapies were discontinued. At the time of this report the peritonitis was not resolved. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.